Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and displayed a low heart rate. The right atrial (ra) lead was also reported to exhibited occasional undersensing. The implantable pulse generator (ipg) and ra lead remain in use. No further patient complications have been reported as a result of this event.